Manufacturer narrative:
(B)(4). Lot 15a006 was manufactured between january 7, 2015 and january 8, 2015. The affected device was received for evaluation. Visual inspection noted black specks approximately 0.02 to 0.10 square millimeters in size, located on the outer surface of the tubing. The particulate was not located inside of the fluid pathway. The origin of this particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black marks on the administration line. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.